Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient reported his back was very itchy. Patient reported current garment felt too tight. Distributor mailed larger size garments. There was no alleged device malfunction contributing to the irritation. Patient reported he went to the emergency department and was given a shot, oral medications, and a topical. Follow up indicated that the cream is helping with the skin irritation.